Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: the ra impedance has been steadily declining and noise is frequently found on both ra and rv leads. Lead appears to remain implanted at this time.

Manufacturer narrative:
Lead was capped and replaced on (B)(6) 2019, ICD was explanted and replaced. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.